Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the large quick coupling attachment device when used with a reamer device ceased at the time of bone fenestration without making physical contact with the bone was confirmed. An assessment was performed and it was found that the quick coupling suffered deformation, it showed untrue running, and it was difficult to connect dedicated function gauge. During assessment it was detected that two driving pins were missing, therefore cutting tool could be attached to the quick coupling, but not be driven under load. Due to the two missing driving pins, rotational movement could not be transferred to the cutting tool. The assignable root cause was determined to be due to excessive handling. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for a femoral diaphysis fracture it was observed that the large quick coupling attachment device when used with a reamer device ceased at the time of bone fenestration without making physical contact with the bone. According to the report, the surgeon shifted to a large chuck device with the reamer device and the equipped devices started to move. As a result, there was a ten minute delay in the surgical procedure. There were no adverse consequences to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.